Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/04/2015 with the following findings: a review of the black box revealed an unexpected power on reset event on (B)(6) 2015. The battery voltage was found to be above the replace/low battery alarm/warning threshold in the alarm history. The returned battery/cartridge caps were used during investigation. The ¿ez-prime¿ steps were performed correctly; there were no power interruptions or any errors, alarms or warnings that occurred during the investigation. ¿call service (cs) 128¿ alarms and ¿cs177¿ warnings were simulated with a power supply; the pump gave and recorded the appropriate alarm/warning at the correct threshold and order. The product performed within specification and the reported ¿history/settings issue¿ complaint was unable to be duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the basal settings reset to 0.00units/hour when the pump was rebooted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.